Event description:
It was reported that there was a malfunction resulting in a broken panel hinge. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The front panel was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.